Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type: catheter. Analysis testing of the pump found a high resistance battery that resulted in a lab failure. Interrogation of the pump determined it was infusing saline. Analysis of the catheter identified abrasion and a hole worn through to the inner lumen; leaking was observed. (B)(4).

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump used to deliver an unknown drug intended for non-malignant pain and failed back surgery syndrome. The pump and catheter were explanted on (B)(6) 2016 and returned to the manufacturer without any alleged complaints. On (B)(6) 2016, it was indicated through follow-up with the healthcare provider that there were no issues regarding the explant of the pump and catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.